Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited one isolated high out of range right ventricular (rv) pace impedance measurement. All other impedance measurements are in the 460 range. No oversensing was noted and the impedance value was unable to be recreated in the office. The physician plans to continue to monitor the lead as usual. The rv lead is a non-boston scientific product. No adverse patient effects were reported.